Event description:
A report was received that a patient's leads are coming out of his skin. The patient also reported having redness, drainage and a fever. The patient feels pain and suspects an infection at the lead site. The patient was advised to go to a hospital to have the infection treated. A good faith effort was performed to follow up with the patient but the results were not successful.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-50, serial#: (B)(4), description: scs 50cm iii lead. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.